Event description:
It was reported to philips that the system failed to bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during the device was not in clinical use at time of event. It was reported that the system failed to start up. Upon further inspection, philips field service engineer (fse) checked and found the harddisk was defective. Fse replaced harddisk and reinstalled software. After the replacement of harddisk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.